Manufacturer narrative:
Date of event is updated. Updated fields - b3, b4, g3, g6, h2, h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for event site name, full event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had system overheating and internal test error #3. At the start of treatment, a pump from another company was used, but the pump was replaced with a cardiosave pump at around 17:00 on february 5th. After that, the pump was used for treatment, but the system overheated at 20:29 on february 6th. Following the instructions on the help screen, the system was restarted and treatment resumed, but the system overheated at 20:42 and 20:48. An internal test error #3 also occurred, making it difficult to continue use and the pump was replaced. Treatment was interrupted for about 20 minutes from 20:50 to 21:10 to replace the pump. The causal relationship with the interruption of treatment is unknown, but the patient's heart rate dropped to 40 bpm at around 21:04 (soon recovered to 60 bpm).

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - b1, b2(should be blank), b5, d10, h1, h6(health effect ¿ clinical code and health effect ¿ impact codes). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue of system overheating. Temperature sensor probe replaced and positive pressure side regulator and negative pressure side regulator replaced. After replacing the temperature sensor probe and drive regulator, a running test was conducted for about 4 days and it was confirmed that there was no recurrence. Vacuum reservoir failed to reach minimum vacuum, -150 mmhg. The system overheated due to a temperature rise detected by a faulty temperature sensor probe. The error appears to have occurred because the compressor stopped rotating. The temperature sensor probe replacement resolved the "power-up test fails # 3 (reservoir vacuum)" problem as the compressor became operable. Overall inspection results are good.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had system overheating and internal test error #3. At the start of treatment, a pump from another company was used, but the pump was replaced with a cardiosave pump at around 17:00 on (B)(6). After that, the pump was used for treatment, but the system overheated at 20:29 on (B)(6). Following the instructions on the help screen, the system was restarted and treatment resumed, but the system overheated at 20:42 and 20:48. An internal test error #3 also occurred, making it difficult to continue use and the pump was replaced. Treatment was interrupted for about 20 minutes from 20:50 to 21:10 to replace the pump. The causal relationship with the interruption of treatment is unknown, but the patient's heart rate dropped to 40 bpm at around 21:04 (soon recovered to 60 bpm). There was no injury reported.